Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Test strips UDI: (B)(4). Note: follow-up call was made in effort to ensure customer condition has improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for meter not turning on with insertion of test strips (accompanied by symptoms). The expected fasting blood glucose test result range is undisclosed. The customer reported symptoms of being physically tired. Previous medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 256mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.